Event description:
In 2004 the pt's codman icp microsensor was disconnected from the monitor and secured with a dressing prior to MRI, mra, mrv of the head and cervical neck. Upon return to sicu the wave form appeared flat. The codman icp device was found adherent to the scalp and the proximal tip appeared flat. The codman was replaced and a sterile 4x4 dressing was applied. Three days later the dressing was removed revealing a 3.5 x 6cm. Necrotic area on the right temporal aspect of the head, suggestive of a burn.